Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported to olympus that the digital visual interface (dvi) ports in the back of the monitor were broken. The issue was identified during maintenance. There was no patient involvement.